Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occured. It was reported the hemostatic valve was leaking when it was inserted into the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the issue resolved. The customer reported the carto 3 system is operating per specs and is not responsible for the product issue. Additional information indicating the valve did not separate into multiple pieces. It is intact in one piece. The hub was not detached. The valve seems to be detached and this may be what was causing the leak. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was observed. There was no observable patient consequence. The approximate volume of blood that was lost was 50 ml. No medical intervention was required to stop the bleeding. The sheath was immediately removed and replaced with a functional carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 14-sep-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on (B)(6) 2023, the following correction/clarification were processed under the product evaluation details. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section of the valve. It was found that the broken piece of the hemostatic valve was partially detached. Due to this finding, internal action has been initiated to further investigate the findings.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported the hemostatic valve was leaking when it was inserted into the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the issue resolved. The valve seems to be detached and this may be what was causing the leak. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Microscopic examination at the hub area was performed, and it was found that the hemostatic valve was slightly pushed inside the hub and marks of stress on the valve surface were observed, additionally traces of reddish material were found. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) a device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).